Event description:
It was reported that the blue portion of the introducer cap cracked open with a pacing catheter d97120f5 inserted causing loss of pace and blood loss. It was stated that the blood pressure dropped. The physician changed out the introducer and catheter. No pt injury or intervention was reported.